Event description:
Caller updated time and personal profile settings on the pump, assisted by cts. Blood glucose levels remained within acceptable limits without adverse impacts, staying below 500 mg/dl and above 54 mg/dl. Caller received advice on monitoring time discrepancies and agreed to follow up should such issues persist.